Event description:
A discordant sodium (na) result was obtained on a dimension exl with lm instrument for one patient. The initial result was reported to the physician, who questioned the result. The sample was repeated on the same instrument and on an alternate dimension exl instrument. The corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant sodium result was user error. The tsc determined that stat spins are not recommended by the tube vendor. If tubes are not full draws, then platelets can form which can cause low results on initial aspiration. The tsc reminded the customer to follow the tube manufacturer recommendations for proper sample aspiration. The instrument is performing within specifications. Further evaluation of the device is not required.